Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the insulin was coming out but there was no number showing during manual prime. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump was priming but there was no insulin coming out. The insulin pump was returned for analysis.